Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The issue resolved prior to contacting technical support after the customer switched from a tandem charging cable to a non-tandem one, despite being informed that using non-tandem charging supplies is generally not recommended. A replacement tandem charging cable was sent to the customer.